Event description:
Two trellis were used to treat the popliteal vein up to the iliac vein. Two trellis devices were used because the 15cm catheter that was used was not long enough. The 30cm was used to cover the entire lesion for additional treatment. Three hours post procedure it was reported that the patient had a cranial bleed and expired. Please reference MDR 2183870-2014-00253 for the other trellis used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.